Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" "capsular contracture, baker grade unknown".

Event description:
Patient reported left side "pain," "stiffness in breast area," "baker implant capsular contracture," "implants deformation," and "excessive skin forms a fold that causes an inconvenience and chronic skin inflammation." Also reported "exhaustion, headache, been very unwell a lot," "breast implant illness," "joints were just very inflamed," "knees regularly gave way on me," "body felt brittle like it would break," "could never get my feet and hands warm," "body is so twisted with knots," "joint pain," "fatigue," and "pain in my legs," which were determined not to be device-related. Device has been explanted. Patient reported treatment with "remedial massage."